Event description:
A medtronic representative reported an inaccuracy during a spinal fusion procedure. The surgeon alleges there is some "play" in the universal drill guide (udg) of approximately "11 mm". He believes this occurs from the soft tissue pulling on the udg. There was no impact to the patient outcome reported.

Manufacturer narrative:
Based on space limitation the full patient identifier was not entered into the cell. The complete identifier is: (B)(6). The patient's age is unknown at the time of this report. The suspect device has been received by the manufacturer but the complete evaluation is not completed as of the date of this report.

Manufacturer narrative:
The drill guide did show movement between the handle and guide itself, but this movement does not affect accuracy. The array to drill guide tip was rigid and did not appear to cause the reported problem.